Event description:
A patient service representative (psr) contacted zoll customer support while viewing a (B)(6) male patient's manual recordings to report she noticed numerous flat line signals. The patient was contacted to exchange the belt.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (flat line signal) has been confirmed. Upon evaluation, the trunk cable was kinked. The cause of the loss of signal is the kinked trunk cable which would have also resulted in kinked internal wires in the cable. The root cause of the kinked trunk cable cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.